Event description:
It was reported that an infection occurred, the patient had in infection in ¿(B)(6)¿ of 2012 and that pump was removed in (B)(6) 2013. It was then reported in (B)(6) of 2013, a new pump was implanted. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product(s): product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: pump. (B)(4). Corrected information: the evaluation conclusion codes have been updated.

Event description:
Additional information was received from a healthcare provider and consumer regarding the patient with an implanted pump for non-malignant pain and chronic low back pain. The pump was originally implanted for neck pain. The patient's pump was taken out and replaced due to an infection along the catheter track after implant as a result of the pump being put in. Symptoms of the infection included redness and drainage. Both IV (intravenous) and oral antibiotics were administered and the total system was explanted. The infection has since resolved. The patient's medical history and concomitant medications were not provided.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).